Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("essure devices were found fragmented") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy for removal of the essure devices) and surgery (hysterectomy for removal of the essure devices). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("essure devices were found fragmented"), device dislocation ("malposition of essure device location of device: ovaries"), device expulsion ("CT showed one essure in fragments inside uterus"), genital haemorrhage ("bleeding") and pneumonia ("infection (other)describe: (B)(6) 2008 pneumonia following hysterectomy") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included stress urinary incontinence, multigravida, multiparous, gallstones, cholecystectomy in 1999, kidney stones, penicillin allergy and sulfonamide allergy. Concomitant products included tolterodine l-tartrate (detrol) since 2008 for overactive bladder as well as amlodipine from 2007 to 2008 and ibuprofen from 2007 to 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 27 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), hypertension ("other injury(ies) or complication please describe: high blood pressure"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the device breakage, device dislocation, device expulsion, genital haemorrhage, pneumonia, abdominal pain lower, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, hypertension, fatigue, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, pneumonia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs and mr received : reporter added, aka added, patient demographic added, events added are as follows - abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pneumonia, migraines, headaches, malposition of essure device location of device: ovaries, CT showed one essure in fragments inside uterus, essure devices were found fragmented, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),weight gain, high blood pressure, fatigue, abdominal pain, device monitoring procedure not performed. Event onset date and severity added, outcome of the event pelvic pain was updated, concominat drug and medical history added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("essure devices were found fragmented") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy for removal of the essure devices). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.